Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra2 meter displayed inaccurate high results compared to another meter. The complaint was classified based on the customer service representative (csr) documentation and following a review of the call by a senior csr, since the patient was unable to be reached by phone for additional information. The patient stated that the alleged meter inaccuracy began on (B)(6) 2018 at 8:00 pm, when he obtained alleged high blood glucose reading of ¿574 mg/dl¿ with the subject meter and ¿418 mg/dl¿ with his freestyle light meter, performed within 30 minutes of each other. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient manages his diabetes with insulin (humulin 70-30) and confirmed taking an increased dose of insulin, immediately after the alleged inaccurate high result. The patient reported that on (B)(6) 2018 at 5:00 am, he woke up with symptoms of feeling ¿shaky, sick as a dog and almost passed out¿. The patient reported that his wife provided him something to eat and ¿seltzer water¿, in response to the alleged symptoms. The patient associated the symptoms with low blood glucose excursion. During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure. The csr confirmed that the patient¿s test strips had been stored correctly, were within expiry date and the test strip vial was not cracked or broken. The patient did not have control solution to test the meter and the strips. Replacement products, were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after taking an increased dose of insulin based on alleged inaccurate high result obtained with the subject meter.